Event description:
It was reported that the colonovideoscope exhibited a fuzzy screen. The issue was identified during inspection for use (prior to patient use). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3. H6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and white residue in the auxiliary air water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to no image and plug unit had failed. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Additionally, white residue in the auxiliary air water channel is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.